Event description:
It was reported that an unspecified malfunction occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On 05/18/2025, it was reported by the spouse that they don't know if the dexcom quit working because he was "not getting any insulin" from the tandem tslim pump. It was not specified if the pump reverted to open loop in the absence of cgms and the insulin delivery was insufficient, or if the pump was occluded or experienced some other malfunction. The event happened 3 days after the sensor had been inserted in the abdomen. On (B)(6) 2025, the patient began to feel sick and was vomiting and seemed that he didn't know what he was doing. The bg readings that time were around 600 mg/dl (no information if they checked dexcom). No treatment while at home. The wife took him to the hospital. At the hospital, they removed the pump and the bg readings were still around 600 mg/dl. Dexcom at that time "quit working." He was diagnosed with dka. They gave the patient insulin shot (humalog). He stayed at the hospital and was released on (B)(6) 2025. The spouse stated that patient felt better. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6 medical device problem code: 3191: patient was unable to identify device issue therefore a more specific code could not be selected.

Manufacturer narrative:
B1 adverse event and/or product problem- correction. H2 correction. H6 investigation findings - correction.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
B1 adverse event and/or product problem - additional. B5 describe event or problem - additional. D4 serial no - correction. H2 correction/additional. H6 type of investigation - additional. H6 investigation findings - correction.

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an unspecified malfunction occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On 05/18/2025, it was reported by the spouse that they don¿t know if the dexcom quit working because he was "not getting any insulin" from the tandem tslim pump. It was not specified if the pump reverted to open loop in the absence of cgms and the insulin delivery was insufficient, or if the pump was occluded or experienced some other malfunction. The event happened 3 days after the sensor had been inserted in the abdomen. On (B)(6) 2025, the patient began to feel sick and was vomiting and seemed that he didn't know what he was doing. The bg readings that time were around 600mg/dl (no information if they checked dexcom). No treatment while at home. The wife took him to the hospital. At the hospital, they removed the pump and the bg readings were still around 600mg/dl. Dexcom at that time "quit working." He was diagnosed with dka. They gave the patient insulin shot (humalog). He stayed at the hospital and was released on (B)(6) 2025. The spouse stated that patient felt better. A review of the performance data indicates that the sensor session was started at 7:17 pm on (B)(6) 2025. Session lasted 10 days and was stopped at 7:15 pm on (B)(6) 2025. On the date of the alleged incident ((B)(6) 2025) a gap equaling 1 hour was found in the performance log as the transmitter and app were unable to establish a connection. The gap started at 7:45 pm and ended at 8:45 pm when the connection resumed. The exact cause of the gap could not be determined during the data review. No additional patient or event information is available.